Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 10, 2009, the lay patient's wife contacted lifescan (lfs) alleging that the patient's one touch ultra meter does not turn on. The complaint was classified based on the initial information provided to the customer care advocate (cca). The wife provided information that the patient takes lantus insulin by sliding scale and 1500 mg of metformin daily. The wife said the meter power issue started a week prior, and the patient did not know how much insulin to take because he was unable to test his blood glucose. Two days later, the patient took an increased dose of insulin and afterward became shaky and had a headache and blurred vision. The cca documented that the subject meter did not turn on with test strip insertion or when the power button was pressed. The patient's products were replaced. This complaint is reported because the reporter alleges that the lfs meter does not turn on. The reporter claims the patient became shaky, had a headache and blurred vision after taking insulin.